Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system was exhibiting a slow decrease in pacing impedance measurements on the right ventricular (rv) channel which were now less than 200 ohms. Threshold measurements have increased slightly; however, all other measurements are normal and stable. A revision procedure was performed and an insulation breach was revealed. The patient has a tricuspid ring that was implanted years ago and it was clearly rubbing on the lead. The lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed insulation damage. Microscopic visual inspection noted a trilumen insulation abrasion. Due to the location of the abrasion, it is likely the damage resulted from the patient's tricuspid ring which was rubbing on the lead. Resistance testing was performed which confirmed the electrical continuity of the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--